Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. Product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins). The hcp provided an x-ray of the neurostimulator and asked if it could be placed as turned. A manufacturer representative also noted that the cables have been turned a number of times. No connection with the ins was reported. Based on the x-ray provided, the ins was not flipped. No symptoms were reported, and no further complications were anticipated.

Manufacturer narrative:
Continuation of concomitant products: product ID: neu_unknown_ext, lot# serial#s: unknown, product type: extension. Product ID: neu _unknown_ext, lot# serial#s: unknown product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no problem with the ipg, the battery was completely empty. It was noted that after a reset everything was ok. No further complications were reported or anticipated.